Event description:
It was reported that the customer had blood glucose levels rising to 400mg/dl and declining to 40mg/dl. The customer reported that there was an absence of a no delivery alarm. Troubleshooting was declined. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.